Event description:
During heart catheterization, end of wire sheared off while being pulled back through needle. This resulted in foreign body left behind in subcutaneous tissue of right leg. Physician states procedure was aborted secondary to bilateral iliac disease and unable to pass through / advance proximately. Physician states he feels that the risks of any surgical intervention is greater for the pt than leaving the wire.